Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test. No missing segment/partial display anomaly during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked case display window corner and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a crack near the screen which made the screen hard to read and there was also a crack in the area the battery cap screws. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.